Manufacturer narrative:
(B)(4). The device has not been received for analysis, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was inspected on october 23, 2020. According to the complainant, upon inspection of the device, it was noted to have an unsealed sterile packaging. This event was not associated with a patient, nor a procedure involved.

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was inspected on (B)(6), 2020. According to the complainant, upon inspection of the device, it was noted to have an unsealed sterile packaging. This event was not associated with a patient nor a procedure involved.

Manufacturer narrative:
Block h6: problem code 1444 captures the reportable event of incomplete sterile packaging seal. Block h10: (product investigation) the returned sensation large oval med stiff snare was analyzed and a visual evaluation noted that the manufacturing seal of the pouch was incomplete. The reported event was confirmed. Device analysis identified that the manufacturing seal of the pouch was incomplete. It is important to mention that this event was not associated with a patient nor a procedure involved. An investigation was opened to further investigate the most probable cause for this issue but since the investigation is still in progress, the investigation conclusion code selected for this complaint is cause not established. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.